Event description:
The user reported that when the unit was turned on, the screen was blank. There was no pt harm involved. Analysis indicated that the nicd battery, which was 15 years old, had a very low capacity. The event is not occurring more frequently or with greater severity than is usual for the device.